Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, had pulled tight and showed undefined impedance measurements. It was reported that there was a right ventricular (rv) lead impedance alert which showed undefined impedance measurements also. The right atrial (ra) lead was repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.